Event description:
Ous MDR - it was reported that approx. 53 months after the implantation oversensing with artefacts was noted. The lead was capped and a new lead was implanted on (B)(6) 2017. No adverse patient events were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable pacing impedance around 500 ohms until the (B)(6)2017. Subsequently a slight increase to 700 ohms and a decrease to 550 ohms were visible between the (B)(6) 2017. Furthermore the shock impedance slightly decreased from 70 ohms to 55 ohms in the same time frame. The sensing amplitude demonstrated an increase from 7 mv to 15 mv between the (B)(6) august 2017. Additionally the iegms were inspected showing noise on the rv channel which led to vf detection as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.